Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. This complaint is against the battery cap alone. The reporter stated that two different battery caps would not attach to the battery compartment and that there was no visible damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2014 with the following findings: the returned battery cap was difficult to remove from the returned pump. The returned cap threads were observed to be stripped and the contact height and width were observed to be within specifications. The battery cap spring was observed to be secure. A test cap was able to fully tighten and be removed from the pump with no issues found. No power reboots occurred during testing. Unrelated to the initial complaint, the text on the display screen was observed to be dim, faded and discolored at the maximum contrast setting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.